Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that ccu was losing signal.

Manufacturer narrative:
(B)(4). The 1588 aim 3 chip camera control unit (ccu) catalog# 1588010000 serial# (B)(4) was returned to stryker endo for investigation; the reported failure was not confirmed. No problem during visual inspection of the ccu. Free from dents, scratches, no dust from cover and chassis. No unusual markings. 1588 camera control unit (ccu) serial number (B)(4) was received. After analysis and testing of the unit, we were not able to replicate the issue observed by the customer. The unit was left in burn-in several days tested with different sdcs, camera heads, monitors, and accessories at different locations and no deviations were noticed, the signal was never lost, it was consistent all the time. The ccu was received with the most current software version for the front and digital boards respectively. Ccu was inspected and the unit passed all the tests. Root cause: it is difficult to determine the root cause of the issue observed at the account since we are unable to duplicate the problem in-house. Possible root causes could be the dvi cables, or a bad connection to other equipment used along with the ccu. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that ccu was losing signal.